Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was having issue with charging their ipg since approximately past five months, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy was restored.